Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had no delivery alarm. Blood glucose level of the customer was 498 mg/dl at the time of the incident. The customer declined troubleshooting for hyperglycemia and was assisted with the troubleshooting for no delivery alarm. It was stated that the no delivery alarms was resolved by changing complete set. The insulin pump will not be returned for the analysis.